Event description:
Report rec'd of an underdelivery. The pump was returned to the biomedical dept with an unsigned note that stated, "vtbi would zero before it should." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, the device delivered a measured volume of 18ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.